Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse called adc to report missing data issues with the customer¿s adc glucose meter. It was further reported that on (B)(6) 2019, the paramedic found the customer unconscious in their home. The paramedic transported the customer to the hospital and laboratory tests were performed. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with unspecified treatment. The nurse noted a reader data history shown a reading of 84 mg/dl at 10:54 am on (B)(6) 2019 and no other readings or information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A nurse called adc to report missing data issues with the customer¿s adc glucose meter. It was further reported that on (B)(6)2019, the paramedic found the customer unconscious in their home. The paramedic transported the customer to the hospital and laboratory tests were performed. The customer was diagnosed with diabetic ketoacidosis (dka) and treated with unspecified treatment. The nurse noted a reader data history shown a reading of 84 mg/dl at 10:54 am on (B)(6)2019 and no other readings or information was reported. There was no report of death or permanent injury associated with this event.